Event description:
Problem started when an optometrist took consumer glasses to check them. The same lenses/glasses came back a couple of minutes later and had been altered. Since that time consumer has had an impossible time trying to get a normal pair made.